Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on april 16, 2018: during an angiographic procedure, when the angiographic catheter was advanced over the guidewire, the catheter tip fractured off from the catheter shaft. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one soft-vu catheter. The associated guidewire was not returned for evaluation. A visual review of the catheter noted that the tip was damaged also there was damaged at the drainage holes. There was several kinks and damage along the catheter shaft. The hub and strain relief were separated from the catheter. The device met all manufacturing dimensional specifications for this product. During functional testing, a guidewire could not be advanced through the catheter due to the catheter tubing being stretched and twisted throughout catheter shaft. The customer's reported complaint description of the catheter broke in half is confirmed. The site of the fracture occurred at the strain relief and not the tip as reported. Additionally, also there was damage throughout the catheter shaft and the drainage holes. The tip was damaged, but was not brittle. A definitive root cause for the complaint description cannot be determined. A possible contributing factor the customer possibly used an incorrect sized guidewire. The recommended guidewire size is .035". A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).